Manufacturer narrative:
Device identifier: (B)(6) device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Other.

Event description:
It was reported that a patient received a biozorb marker on (B)(6) 2023, since then the patient is complaining of consistent pain and unable to do daily activities that were performed prior to the surgery. Additional information received from patient she was still experiencing tremendous pain on a daily basis, the pain is located directly where the implant is, range of motion is significantly decreased and her ability to do daily activities is not improving. The implant was reported as very hard and extremely uncomfortable with excessive swelling in the area surrounding the implant. Patient reported that is going to therapy and streching. No other information available.

Manufacturer narrative:
An investigation was performed: no initial evaluation on the device could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: limited mobility, pain, device palpable. A review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Biozorb (0.9% to 1.9%): pain or discomfort was reported in 0.9% to 1.9% of patients with the biozorb marker. In one instance, discomfort occurred due to the device being sutured to the serratus muscle but did not result in removal. In another study, discomfort in 1.1% of patients led to device removal. However, given that pain is a well-known complication following lumpectomy, particularly in cases with nerve damage or radiation therapy, some of this discomfort could be attributed to the initial surgical intervention rather than the presence of the marker. Device palpability: 0.1% (n = 1) reported issues with the device being palpable, but few requested device removal for this reason. Fat necrosis and wound healing issues were rare but noted in a small number of cases. In conclusion, the biozorb device demonstrated a favorable safety profile, with low rates of infection, seroma formation, and reoperations. Most adverse events occurred within the first few months post-surgery, and the incidence decreased over time. The study reported several positive performance outcomes associated with the use of the biozorb 3d bioabsorbable tissue marker in breast-conserving surgery (bcs). These outcomes relate to both the technical aspects of surgery and radiation therapy, as well as patient and surgeon-reported cosmetic results. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. Adverse events (e.g. Limited mobility, scar tissue, itching, etc.) Included in the database were analyzed but the conclusions did not reveal any relevant trend or conclusionfor the analysis and were not included in the summary. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors : based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regards to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. When comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment (hra) biozorb complaint analysis . Future events will be monitored and trended. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.